Manufacturer narrative:
The device history records, including the materials, mfg, quality and subassembly records were reviewed. This lot met all release criteria. This is the only event reported for this lot number. The probe has not been returned to the MFR for eval. It is unk if the tip was removed during the scheduled lumpectomy or if an add'l surgical procedure was performed. In spite of numerous attempts to obtain add'l info about this event, the user facility would not release the info. The investigation is currently underway.

Event description:
It was reported that during a breast biopsy procedure, after approximately 2-3 samples were retrieved, it was observed that the tip of the probe had detached and remained inside the pt's breast. The probe was removed from the driver and another probe was used to complete the biopsy procedure. Post-procedure images were taken and showed an image of a 3cm foreign object in the pt. The biopsy incision was closed with a steri-strip and the pt was released for f/u with a surgeon. The detached tip was surgically removed five days later. Currently, the pt is doing well.